Manufacturer narrative:
(B) (4) - zipper broken. Evaluation of the returned product shows that the canopy's large window a zipper slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).

Event description:
The customer reported that the canopy has broken zippers, torn netting and the mattress compartment is torn. There was no patient injury reported.